Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm large suturecut needle driver (nd) instrument had broken cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the follow-up information was gathered from medical engineer. The instrument was inspected prior to use and no damage or anything out of the ordinary was observed. It is unknown what surgical task was being performed when the issue occurred. It is unknown if the instrument collided with any other instrument or tool during the procedure. When the cable was broken, there was unintuitive motion for opening/closing. It is unknown if there were any issues related to left/right (yaw) motion of the grips. It is unknown if there were any issues related to up/down (pitch) motion of the wrist. It is unknown if there were any cables visibly protruding from the distal end of the instrument. No, fragment fell inside of the patient¿s anatomy. No, photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.